Event description:
Image review : images provided do not show evidence of the reported balloon removal/detachment issue.

Event description:
The physician was using an amphirion deep pta balloon catheter to treat a focal lesion which exhibited approx 70% calcification and 40% tortuosity. The physician had to use greater force than anticipated to deliver the device through the gw/gc and across the lesion due to the calcification of the artery. The balloon was inflated 3 times, maximum atms 14. The balloon seems to be fully deflated prior to the attempted remova;l however, it was reported that the balloon got stuck in the lesion and when force was applied to the device during removal, the balloon detached from the shaft into the patient vasculature. It was reported that surgery was required to remove the balloon from the patient. It was reported that the patient was stable post intervention. No other clinical sequelae reported.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: no device returned, no results available since no evaluation was performed. (70% calcification and 40% tortuosity).